Manufacturer narrative:
Additional information provided in report.. Evaluation summary: the system was examined. The company representative did not indicate finding anything related to the vitrectomy function. However, the system message was able to be replicated. To address the issue, the software was upgraded. The system was tested and found to meet product specifications. The system met specifications at the time of release. The cause of the reported sm can be attributed to the weakness of system software specifications. The reported occurrence of ¿the system vitrectomy function did not work¿ is assumed to be the result of safety features disabling system functions, until the source of the sm could be resolved. (B)(4).

Manufacturer narrative:
A service visit was performed. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information has been requested. (B)(4).

Event description:
A doctor of ophthalmology reported that the vitreotome of a system did not work during a procedure. Another vitreotome was used without success. Surgery could be completed by changing the system and with a new vitreotome. There was no negative consequence for the patient but a 10 minute delay. A system message was displayed during surgery. Additional information has been requested. This is one of two reports being filed for the same facility. This report is for the event that occurred on (B)(6) 2016.